Event description:
It was reported that during re-positioning surgery, the surgeon detected an anomaly in the path of the electrode and decided to re-implant the pt. Channels 4, 10, 11 and 12 were deactivated due to fluctuating impedances. The pt has been reimplanted in 2007.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.